Event description:
It was reported that the handpieces keep having to be reset due to universal battery failing. This occurred multiple times during sawbone labs, show and tells, and cadaver labs. The reported distributor's set is a non-patient use item. The product is used only for sales demonstration purposes. As such, there was no report of patient injury.

Manufacturer narrative:
The device was not returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.